Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of stenosis and angina are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the ostial left anterior descending (lad) artery with in-stent restenosis. On (B)(6) 2021, a 3.0x23mm xience skypoint stent was implanted and post dilated to 3.5 at that time. The patient was medically compliant and according to the notes it was not stopped or interrupted. The patient was taking aspirin (81 mg) and clopidogrel (75 mg). On (B)(6) 2022, the patient came back with restenosis of the xience skypoint stent which was discovered because the patient was symptomatic with worsening angina during activity and rest. Angiography was done to confirm restenosis. Also, there was a diagonal branch with mild calcification and mild tortuosity that was covered by the xience skypoint stent when it was deployed across the entire lad in 2021 that the physician wanted to dilate. The 2.5x20mm trek rx balloon dilatation catheter (bdc) was advanced but as it entered the vessel and reached the stent, the entire system was kicked out and the bdc was noted to be kinked. After rewiring the lad, the procedure for the diagonal branch was aborted to treat the restenosis. The re-stenosed area was ballooned and a 3.5x18mm non-abbott stent was implanted. Patient was released the next day per standard procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.